Event description:
During verification testing at the service center the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.

Manufacturer narrative:
The device was received on 12/16/2013. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.